Manufacturer narrative:
The device was returned to olympus repair facility for inspection. And the reported failure was not confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported event cannot be identified, as no malfunction, no functional abnormality detected, during device evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera "w/b was obtained without control". "Switch (sw water leakage) noted". There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide for additional information.

Event description:
The issue occurred before a therapeutic thoracoscopic lung resection procedure. The procedure was completed using the same device. The device was inspected prior to use.